Manufacturer narrative:
The customer reported that repeat testing was performed to confirm correct results. Customer stated that proper technique and maintenance was reviewed. Siemens service went on site to troubleshoot and the instrument is operational. The cause of the event is unknown.

Event description:
The customer reported a false positive troponin result on the stratus cs (s/n (B)(4)) when compared to two other stratus cs's located in the laboratory, which were negative. There was no report of injury due to this event.

Manufacturer narrative:
The customer reported that repeat testing was performed to confirm correct results. The customer stated that proper technique and maintenance were reviewed. Siemens service went on site to troubleshoot and replaced the lamp, syringe and tubing. The instrument is operational. The cause of this event is unknown.